Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05095, 0001825034-2018-05096, 0001825034-2018-05097.

Event description:
It was reported that while the patient was undergoing an irrigation and debridement of a hip wound, post implantation, the patient experienced a myocardial infarction, necessitating cessation of operative procedure and transferred to a higher level of care. Attempts were made and no further information has been provided.

Manufacturer narrative:
Reported event can be confirmed by review of op notes. Op notes confirm that patient underwent I&d of r hip wound post tha. Patient reported 1 week post op removed dressing and noted small area open and treated wound herself. Wound progressed and contacted office, when surgeon recommended I&d. Taken to surgery, as surgeon started procedure, anesthesia reported potential ischemic changes and 12 lead EKG done. Minimal debridement done and no specimens collected, as patient was transferred to cardiac. Surgeon notes complication of mi during procedure. Information provided on per states that the patient was treated with antibiotics due to superficial wound infection, however, this cannot be confirmed as medical records state that the diagnosis was not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.